Event description:
The customer reported while performing product maintenance, the power supply began clicking relays and now the device will not power on. The customer reported there was no patient involvement.